Event description:
It was reported that a patient using an ilet pump experienced hyperglycemia after removing a g7 cgm for a procedure and while receiving corticosteroid injections; the pump was operated in bg run mode with manual glucose entries. Symptoms included elevated blood glucose up to 208 mg/dl with readings above 180 mg/dl for approximately 13 hours and device alerts for readings above 300 mg/dl for over 90 minutes, without ketone testing, back-up therapy, or medical intervention. Outcomes included no reported immediate health effects and no need for assistance. Investigation included troubleshooting and user education on bg run mode and manual entry cadence. Investigation of this case revealed no device malfunction was identified and the hyperglycemia was associated with cgm removal and concurrent steroid use, which are known to increase glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.